Event description:
Same case as MDR ID# 2134265-2012-03332. It was reported that during a percutaneous coronary intervention (pci) procedure, guidewire fracture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. The physician placed an unspecified 4.0 18mm stent in the proximal lad. A 1.25mm rotalink burr was advanced to the lad over a rotawire floppy guidewire placed in the distal portion of the lad. The physician removed the 1.25mm burr and exchanged it for a 1.5 rotalink burr. During advancement (just outside the touhy) the guidewire fractured. The procedure was completed with a new guidewire and the 1.5mm rotalink burr was reintroduced to the patient. No patient complications were reported and the patient status is fine.

Event description:
Same case as MDR ID# 2134265-2012-03332. It was reported that during a percutaneous coronary intervention (pci) procedure, guidewire fracture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. The physician placed an unspecified 4.0 18mm stent in the proximal lad. A 1.25mm rotalink burr was advanced to the lad over a rotawire floppy guidewire placed in the distal portion of the lad. The physician removed the 1.25mm burr and exchanged it for a 1.5 rotalink burr. During advancement (just outside the tuohy) the guidewire fractured. The procedure was completed with a new guidewire and the 1.5mm rotalink burr was reintroduced to the patient. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an initial examination of the complaint catheter unit was carried out. No visual issues were noted. The burr was connected to a test advancer unit and no issues were noted with the handshake connection of the burr unit. An attempt was made to insert a test guidewire. Resistance was met in the annulus of the burr. The burr was microscopically examined and found the burr was slightly flared and misshapen. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." Product analysis of the returned unit shows the annulus of the burr was damaged, which is consistent with the burr coming in contact with the guidewire. Therefore the most probable root cause is user error. (B)(4).